Manufacturer narrative:
(B)(4). Visual inspection and scanning electron microscopy (sem) analysis was performed on the returned device. The reported balloon rupture was confirmed. The difficulty removing was based on case circumstances. The investigation determined that the balloon rupture, difficulty removing and subsequent damage to the device was due to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an iliac artery bypass. A 7.0 x 40 mm armada 35 was being used for dilatation when the balloon ruptured during the first inflation at 12-14 atmospheres. There was difficulty removing the balloon with the anatomy just before the bypass so the bypass was opened to remove the balloon and anastomosis was rebuilt. The device was prepped according to the instructions for use and there were no other device issues noted. There was a clinically significant delay in the procedure. The final patient outcome was reported as very good condition. The bypass was totally rebuilt. No additional information was provided.